Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: pelvic/abdominal"). The patient was treated with surgery (hyst. (Full), salping. Unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 2date(s) of insertion: previously date of insertion was reported as (B)(6) 2011 now in current pfs, it was (B)(6) 2010. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Injury nos replaced with new events. New reporter was added. Date of insertion was updated. Date of removal was added. Added event pain: pelvic/abdominal, gen. Abnormal bleed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 50512541 not valid, 50512944) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, breast lump, gravida ii, parity 2 and herpes genitalis. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and suprapubic pain ("left suprapubic abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. Unilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and suprapubic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 date(s) of insertion: previously date of insertion was reported as (B)(6)2011 now in current pfs, it was (B)(6)2010. Number of coils in right ¿ 1. Number of coils in left ¿ 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6)2015: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: fallopian tubes with paratubal cyst (left) and adherent adipose tissue. Inactive endometrium with no atypia. Unremarkable myometrium. Cervix with no evidence of neoplasia. Essure devices within uterine cornu (gross evaluation). Within both cornu are approximately 2.5 x 0.3 cm, coiled, cylindrical devices consistent with essure devices.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia dysmenorrhea, dyspareunia these lots 5051294, 50512541 are not valid. Lot number: 50512944 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 5051294 , 50512541) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, breast lump, gravida ii, parity 2 and herpes genitalis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and suprapubic pain ("left suprapubic abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. Unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue and suprapubic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2 date(s) of insertion: previously date of insertion was reported as (B)(6) 2011 now in current pfs, it was (B)(6) 2010. Number of coils in right ¿ 1. Number of coils in left ¿ 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus and fallopian tubes, hysterectomy, and bilateral salpingectomy: fallopian tubes with paratubal cyst (left) and adherent adipose tissue. Inactive endometrium with no atypia. Unremarkable myometrium. Cervix with no evidence of neoplasia. Essure devices within uterine cornu (gross evaluation). Within both cornu are approximately 2.5 x 0.3 cm, coiled, cylindrical devices consistent with essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue were added. Event outcome were updated to recovered :pain. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.